Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st. Per op notes, ¿the hernia defect appeared with loop of small bowel and omental fat. The hernia contents were dissected free and reduced. The hernia sac was reduced. A ventralight st mesh was placed and secured using sutures. The mesh was tacked circumferentially.¿ (ppf/mrr). On (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with excision of ventralight st and implant of biological mesh and 2 synthetic meshes. Per op notes, ¿the hernia sac was identified and opened. Small bowel densely adherent to underside of mesh was noted and dissected free. The previous mesh was sucked up into the hernia defect and unincorporated away from surrounding tissues. The prior mesh was excised and removed. A biological and 2 synthetic meshes were placed and secured using sutures.¿ (ppf/mrr).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.